Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 10:58 am CT. The report number is being corrected from: 2134265-2018-63907 to: 2134265-2018-62930.

Event description:
It was reported that guide wire fracture occurred. The target lesion was located in a coronary artery. A 185cm pt guide wire was advanced in the lesion; however, during the procedure, the wire broke in two parts. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported. Device evaluated by MFR: unit returned with its original pouch. The unit returned has wire broken as part of overall visual revision. The device is broken approximately at 147.5 cm cm from its proximal end. The second section measures approximately 37.5 cm. The distal end is kinked as well. The overall length couldn't be performed because the device was broken. The outer diameter (od) of the distal tip, middle of the device and proximal section were all within specifications.

Event description:
It was reported that guide wire fracture occurred. The target lesion was located in a coronary artery. A 185cm pt guide wire was advanced in the lesion; however, during the procedure, the wire broke in two parts. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported.